Event description:
Event: (cc# 98-1057) the iab failed. On 9/17/98, the following was reported to datascope: the iab was placed in the patient in the cath lab at 21:30 on 8/24/98. At 22:05 the patient was moved to ccu/micu and the iab was working fine. At 22:25 the patient was in vt. CPR and defrib. Was performed. At 22:30, the pressure waveform dampened. It was not possible to aspirate through the inner lumen (only air was aspirated). All the connections were secure. The balloon was discontinued at 00:55 on 8/25/98. Another iab was not inserted into the patient because the risk of a new insertion was too high. There was no patient injury or complication as a result of the event. The patient was discharged home on 9/3/98. [Event complications]: unknown - reported 8/25/98; none - rpt'd 9/17/98. [Patient's current status]: home - rpt'd 9/17/98.